Event description:
It was reported that during a procedure involving a mapping catheter, there was difficulty inserting the mapping catheter into the balloon. Upon successful insertion, a deformed loop and physical damage, specifically a tip/loop kink, were observed on the mapping catheter. The mapping catheter was replaced to resolve the issue. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that during the procedure involving the use of another mapping catheter, physical damage to the catheter was observed, specifically that the introducer came off of the mapping catheter. The mapping catheter was replaced.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2024-12-03 11:04:20 est_ pli# 10 product ID# 2ach20 achieve mapping catheter was visually inspected, functionally tested as per product analysis guidelines d00638949. A kink was observed at the tip/loop of the pebax tubing. Analysis date: 2024-12-03 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during preparation for the same procedure, the protective cover was accidentally slid off the end of the balloon catheter, and excessive bubbles were noticed during bathing, leading to safety concerns. The issue was identified by healthcare professionals, and the balloon catheter was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter. Product event summary: the 2ach20 mapping catheter with lot number 9085322 was returned and analyzed. Visual inspection showed the loop was kinked/twisted near electrode number one. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. The insertion compatibility inspection was performed with the test catheter and the returned mapping catheter. As received, the mapping catheter was inserted and retracted into the balloon test catheter without any issues. The kink observed on the loop section of the mapping catheter did not interfere with the test. In conclusion, the reported tip/loop link was confirmed through returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.